Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported the sheath was being used with a bard pacing wire in the ccu. Apparently the crystalloid and blood leaked into the contamination shield. As a result, the product was removed. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the report of blood leaking into the contamination shield could not be confirmed. Returned were a sheath, a non-arrow catheter, and a cath-gard. The bard pacing wire was between 5-6 fr. The cath-gard sleeve was 80 cm in length. The distal end of the cath-gard has a tuohy-borst connector. The tuohy-borst connector requires the use of a tuohy-borst adapter to connect the cath-gard to the sheath. The sheath was leak tested by itself, without the cath-gard or tuohy-borst adapter attached. Leak resistance of the hemostasis valve was tested at 3 and 6 psi for 30 seconds. The sheath was tested with and without the bard pacing wire inserted through the valve by injecting water into the distal end of the sheath for 30 seconds with the side arm closed. No leaks were observed in the sheath valve at either 3 or 6 psi with or without the bard pacing wire inserted. The distal end of the cath-gard was connected to the tuohy-borst adapter and then to the sheath hub. The bard pacing wire was inserted through the cath-gard and the sheath. The assembly was leak tested at 3 and 6 psi for 30 sec in the manner specified above. No leaks were observed. The only way a leak could be produced was if the tuohy-borst connector on the cath-gard was not completely tightened to the tuohy-borst adapter. Other remarks: the product and lot number were not reported by the customer. Attempts to identify the product by comparing product drawings with customer shipping records were unsuccessful. As a result, the device history records could not be reviewed. No problem was found on the returned sample. No further action will be taken.